Event description:
It was reported that there was high impedance noted on the superior vena cava coil of the right ventricular lead. The lead is still in use. The lead will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.